Event description:
The pt experienced intermittent shocking sensation down his left arm to the mid-forearm. The shocking sensation happened twice a day, more so when arms were moved of lifted. The symptoms started shortly after the implant of a new device on the left side; the pt has an existing ins in the right side. The pt hadn't fallen or experienced any trauma. Impedance measurements were normal, ranging from 794 to 988. The company rep palpated the area, after two hours he was able to reproduce the symptoms once. The pt did not experience shocking for a day after the exam. Troubleshooting indicated that there was a potential for fluid short between the lead and extension. The left side system was revised. The lead/extension connection was taken apart and wiped down. There might have been blood inside this connection. The extension/ins connection was taken apart and wiped down; there was no noted fluid in ext/ins connection. The physician stated there was an "abnormal amount of fluid in ipg pocket". Everything was dried out. Impedances for both systems were normal. After the revision, the pt experienced shocking again during the night and the next day. The shocking sensation was experienced with the stimulation on. Further evaluation revealed that the shocking was originated by the existing device implanted on the right side. Although all impedances looked fine, switching the program from monopolar to bipolar made the "shocks" go away. The pt is satisfied with the result. See MFR report #30042091782000909341.

Manufacturer narrative:
.